Manufacturer narrative:
Device manufacturing date is unavailable. Onsite investigation was preformed and the field representative was able to replicate the reported event. He pushed against the side wall and the error message disappeared. Adjustment of the side wall sensor resolved the issue. No further issues were reported. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the site's rt closed the imaging system's door and attempted to rotate the tube for a 2d image. The pendant gave the 'door open' error message. They opened and closed the door. After doing so they were able to take the 2d and 3d spin successfully. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Correction: device UDI and manufacturing date now provided. Upon clarification, it was confirmed that no parts were replaced. As reported, the door switch was not damaged and just needed an adjustment.